Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that the insulin pump going into threshold suspend alarm. Customer stated it stating low but he was not low. Customer stated that the numbers seem to be erratic. Troubleshooting was done for enlite sensor glucose versus blood glucose. Customer's blood glucose was 130 mg/dl. Advised customer to return sensor for analysis. No further information provided.